Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that eight years following intraocular lens (iol) implant surgery, a pt had been claiming "unclear sight, like misty vision" for a long time. Photocoagulation surgery was performed two years ago, and the pt's corrected vision had been 20/20-. Light scattering was also observed on the lens. The iol was exchanged. Additional information has been requested.